Event description:
During atrial lead implantation, diagnostic imaging showed the lead was dislodged. When attempting to reposition the lead, the helix was unable to extend. A new lead was used to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and the helix would not extend. The reported event of the helix would not extend was confirmed. Visual inspection found the helix to be retracted and clogged with blood/tissue. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The measured full helix extension length was within specification. The cause of the reported event of the helix not extending was isolated to the helix being clogged with blood/tissue and the inner coil covered in blood.